Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure "the image becomes blurred, indistinct or noisy" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the light guide bundle in the universal cord has fractured. Based on the results of the investigation, the presumable cause for the reported event could not be determined whereas for the additional reportable malfunction, it is presumed that the event occurred due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: full name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the subject device had image blurred, indistinct or noisy. There were no reports of patient harm.